Manufacturer narrative:
Device alarmed pump error 38 constantly during the rewind test corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. The electronic assembly and force sensor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to pump error 38. Unable to verify bolus stopped alarm/delivery stopped alarm or insulin flow blocked alarm/no delivery alarm due to pump error 38. Device had a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had delivery stopped, insulin flow blocked and unknown pump error alarm. The customer's blood glucose was 173 mg/dl. The customer was able to clear the alarm. The insulin pump kept on showing a pump error whenever the customer was trying to select rewind. The customer was unable to complete insulin pump rewind. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The product will be returned for analysis.